Event description:
Pt is type 1 diabetic using dexcom g6 cgm in conjunction with insulin pump. Pt has suffered through numerous and varied failures of dexcom g6 sensors and transmitters due to MFR defect. Insurance constraints limited the number of units customers are allowed per month. Pt is going 50 percent of every month without being able to use dexcom cgm with insulin pump due to failures of sensors and/or transmitter. Dexcom has been unwilling to replace defective products. I have contacted dexcom ceo (B)(6) multiple times about problems with dexcom products. Dexcom does not stand behind its product and does not seem interested and addressing pt safety concerns. Off dexcom, pt's blood sugars are often 300 to 500, jeopardizing pt's health in short term and long term. I do not believe this is pt error but rather a defective medical device. FDA safety report ID# (B)(4).